Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer inadvertently entered 15 into the units screen instead of the grams screen for a bolus. Subsequently, a 15 unit bolus was delivered to the customer. The customer addressed bg with consuming a large amount of sugar which ultimately made the customer vomit. The customer's spouse helped the customer consume carbohydrates and monitored the customer's bg. Additionally, the customer was forced to stay awake all night for fears of losing consciousness.